Event description:
It was reported that the patient presented for remote follow up via (B)(6) with stored episodes of non-sustained right ventricular oversensing due to post-paced t wave oversensing exhibited by the implantable cardioverter defibrillator. No interventions were made. The patient was in stable condition.